Event description:
The manufacturer received information alleging a trilogy ev300 "service required" alarm condition occurred. There was no harm or injury reported. The device was sent to a third-party service center for evaluation. During the evaluation of the device at the third-party service center, codes were found in the ventilator's downloaded error log (machine flow sensor drift) (pressure sensor mix match). The device's flower sensor was replaced to address the issue.